Event description:
As reported on (B)(6) 2014 by the user facility ir supervisor, "ref 700-102847 lot 4799104: the cozxial (coaxial) sheath that the tines retract into became separated and during tract ablation. The center needle with coaxial protion (portion) remained inside the patient post tract ablation. The probe was able to be removed safely from the patient. No harm or serious injury reported for this patient for this event."

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. Complaint # (B)(4).